Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced bladder instability, urge incontinence, urinary leakage, nocturia with urgency, cystitis, vaginal discharge, recurrent urinary stress incontinence, pain urination, cystocele, pelvic and vaginal pain and urinary tract infection. It was also reported that the plaintiff experienced dyspareunia, emotional distress and a product problem. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as chronic obstructive pulmonary disease due to cardiovascular disease.